Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a clot formed on the ablation catheter. While radiofrequency (rf) energy was delivered the impedance value increased. The rf delivery was stopped and the catheter was removed from the patient for visual inspection. A clot had formed at the tip of the catheter. The procedure was completed with a new catheter with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study was returned. The ensite case study indicated increases in impedance during rf delivery in seventeen ablation events, and the catheter appeared to be removed from the patient following four of these instances. Catheter movement and changes in contact force corresponded with increasing impedance in four ablation events. The catheter location appeared stable during the remaining thirteen ablation events with observed impedance shifts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and blood clots could not be conclusively determined.

Event description:
The procedure was completed without replacing the catheter.